Event description:
On (B)(6) 2019, a 10 mm amplatzer septal occluder (asd) was selected. During deployment, the device formed a defective shape. The device was removed from a patient and was replaced with an 11 mm asd (lot # unknown). The patient was reported to be stable.

Manufacturer narrative:
The reported event of the device being "defective" could not be confirmed. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. Per the site a larger, 11mm occluder, was successfully implanted.